Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a rewind anomaly. The piston does not return back in and it makes loud noises. The device failed the self-test. The device alarmed a hardware low level failure twice. The customer's blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test. Drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and no motor movement alarmed during rewind due to corroded home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Moisture damage was also found on the electronic assembly. Insulin pump received with pillowing keypad overlay.